Event description:
I would state it was reported the patient's lead is fractured. X-rays confirmed the issue. As such, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Further follow-up indicates the lead was not fractured as previous reported. The lead is functioning as intended. No surgical intervention taken on the lead.